Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurement due to lead dislodgement. Lead revision was performed by means of pulling the lead back on its proper location. The high pacing threshold was resolved after. The physician used the same lv lead. The lead remains in service. No additional adverse patient effects were reported.